Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-01172, 3005099803-2011-01196, and 3005099803-2011-01285 address the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.